Event description:
The user received discrepant results for one pt sample. All results are in mmol per l. All testing was performed on the same sample and on this analyzer. The original sodium result was 0.1, repeat results were 117690.5 and 128. The original potassium result was 50912.0, repeat results were 4.4 and 4.3. The original results were not reported and the pt was not treated based on the results.

Manufacturer narrative:
The field service representative determined there was possible air or a clog in the reference tubing. He cleaned the tubing from the reference bottle and replaced the sodium cartridge. Calibration and qc were performed to verify the analyzer performance.